Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned from field inventory due to the low voltage capicitor recall advisory. The device failed a manufacturing test and was forwarded to the laboratory for detailed analysis.